Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) found that the sample probe was out of alignment and also had residue on the tip, and replaced it. For verification, the fse ran a precision check twice. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable urea/bun result from the cobas c 503 analytical unit for one patient. Patient 1's initial urea/bun result was 22.8 mg/dl, and the repeat result was 60 mg/dl. The customer was performing a lookback and noticed the questionable results. The repeat result was deemed to be correct. There was also an additional result reported for another patient for glucose hk gen.3. This medwatch will apply to the urea/bun assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the glucose hk gen.3 assay.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The customer reported that qc was within range. The investigation is ongoing.